Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, buffalo filter llc, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report. The sales representative reported on behalf of the customer that the 60-7610-001, goldvac slim, push button, 10ft, device was being used during a sternotomy for thymectomy on (B)(6) 2017. The user then states, "at some point during the case, we noticed a small oval piece of hard plastic on the field and realized that the clear shroud had an oval hole in it and was cracked in multiple places. At this point I switched to a different cautery (not conmed) with a 4" magadyne tip. There was no harm to the patient. I clarified with purchasing that the conmed tips are only are to be used in the goldvac. I may or may not have had that information". Further information was requested; however, the user stated that no further information was available. There is no indication that the fragment had to be removed from the patient; only that the fragment was on the field. The event did cause a 2-minute delay in the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.